Manufacturer narrative:
(B)(4). The dhrs for the lot numbers provided were reviewed and found complete without any irregularities. Lot no. 06a1496942, (B)(4) - this instrument was manufactured at the (B)(4) as part of a (B)(4) piece lot in february of 2015. Lot no. 06k1393165, (B)(4) - this instrument was manufactured at the (B)(4) as part of a (B)(4) piece lot in december of 2014. Lot no. 06k1156891, (B)(4) - this instrument was manufactured at the (B)(4) as part of a (B)(4) piece lot in april of 2012. No instruments were returned for evaluation, therefore we are unable to validate this complaint or determine root cause. All instruments are thoroughly inspected and 100% function tested at time of manufacture. No corrective action required at this time.

Event description:
During a urology procedure the clips were easily broken during vessel ligation. No clips fell into the patient's body. The patient condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During a urology procedure the clips were easily broken during vessel ligation. No clips fell into the patient's body. The patient condition was reported as fine.